Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). The patient was treated with hydrocodone. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia and migraine to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (consumer received hydrocodone as treatment). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (ess205) (batch no. 620730) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and thermachoice endometrial ablation." The patient's medical history included vaginal itching, vomiting, diarrhea, sinusitis, abdominal pain, frequency urinary, dermatitis, eczema, labyrinthitis, ophthalmoplegia, rash, pyelonephritis, right upper quadrant pain, pneumonia and anemia. No history of migraines. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines/migraines / headaches"). In (B)(6) 2007, the patient experienced the first episode of fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dermatitis ("rashes or skin conditions type: dermatitis"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), the second episode of fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with hydrocodone. Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, dermatitis, the last episode of fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, the first episode of fatigue and the second episode of fatigue to be related to essure (ess205). The reporter commented: left coil 8 and right coil 6 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-oct-2020: medical record received lot number was added. Medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (ess205) (batch no. 620730) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and thermachoice endometrial ablation.". The patient's medical history included vaginal itching, vomiting, diarrhea, sinusitis, abdominal pain, frequency urinary, dermatitis, eczema, labyrinthitis, ophthalmoplegia, rash, pyelonephritis, right upper quadrant pain, pneumonia and anemia. No history of migraines. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines/migraines / headaches"). In (B)(6) 2007, the patient experienced the first episode of fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dermatitis ("rashes or skin conditions type: dermatitis"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), the second episode of fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with hydrocodone. Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, dermatitis, the last episode of fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, the first episode of fatigue and the second episode of fatigue to be related to essure (ess205). The reporter commented: left coil 8. Right coil 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Lot number: 620730 manufacturing date: 2006-06 expiration date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (ess205) (batch no. 620730) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and thermachoice endometrial ablation.". The patient's medical history included vaginal itching, vomiting, diarrhea, sinusitis, abdominal pain, frequency urinary, dermatitis, eczema, labyrinthitis, ophthalmoplegia, rash, pyelonephritis, right upper quadrant pain, pneumonia and anemia. No history of migraines. Concomitant products included ibuprofen (motrin) and sumatriptan. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines/migraines / headaches"). In (B)(6) 2007, the patient experienced the first episode of fatigue ("fatigue") and the second episode of fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dermatitis ("rashes or skin conditions type: dermatitis"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), sexual dysfunction ("intimacy issue") and pelvic pain ("pain"). The patient was treated with hydrocodone. Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, dermatitis, the last episode of fatigue, alopecia, sexual dysfunction and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, sexual dysfunction, the first episode of fatigue and the second episode of fatigue to be related to essure (ess205). The reporter commented: left coil 8. Right coil 6 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Lot number: 620730, manufacturing date: 2006-06, expiration date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Event intimacy issue, pain added. Reporter information and concomitant drugs were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines/migraines / headaches"). In (B)(6) 2007, the patient experienced the first episode of fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dermatitis ("rashes or skin conditions type: dermatitis"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), the second episode of fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with hydrocodone. Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, dermatitis, the last episode of fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, the first episode of fatigue and the second episode of fatigue to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received. New events: dermatitis, fatigue and alopecia were added. Genital bleeding was downgraded to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (consumer received hydrocodone as treatment). Other nonserious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.